Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed. The jaws were forcibly opened and it was noted that there was tissue, gauze and a staple stuck on the jaws, it was all removed for functional testing. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. When the ¿reposition jaws and reactive¿ alert screen appears is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps).

Event description:
It was reported that during a ¿zytektomie¿ procedure the generator showed error code: position instrument again. Instrument could not be opened again. It could be removed without difficulties. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.